Manufacturer narrative:
Upon further evaluation, service found the forceps elevator wire (k-wire) was damaged and would not rise, and the lever arm had corrosion. The adhesive around the lenses were worn, the distal end was shaved, the universal cord coating was peeling, and the connecting tube was buckling. The cover of the light guide bundle was damaged. Scratches were observed on the forceps channel port, the grip, and switch box. The air/water cylinder, suction cylinder, right/left knob, up/down knob, and electrical connector, and light guide lens had discoloration. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator was not working. The issue was found during reprocessing. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was found under and around the forceps table, but the foreign body could not be identified. It was noted that the user had insufficient brushing of the forceps table due to broken k-wires. The event can be detected/prevented by following the instructions for use which state the following: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." "All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.